Event description:
It has been reported to philips that the system failed to start up. The system was not in clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not exposing x-ray, multiple failures in subsystems and startup errors. Review of the system log file showed that a power supply failure resulted in the system startup errors. The fse checked the operation of the power supplies and suspected that flashlite high end kit was the cause of the power bist boot failure. Fse replaced the the flashlite high end kit. After replacement of the flashlite high end kit, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.